Manufacturer narrative:
Batch review performed on 06 february 2018. Lot 171740: (B)(4) manufactured and released on 05 september 2017. Expiration date: 2022-08-20. No anomalies found related to the problem. To date, (B)(4) of the same lot have been already sold without any similar reported event. Biolox delta ceramic ball head 12/14 ø 36 size s - 4 reference 01.29.208 (k112115). Lot 173295: (B)(4) manufactured and released on 07 september 2017. Expiration date: 2022-08-25. No anomalies found related to the problem. To date, (B)(4) of the same lot have been already sold without any similar reported event.

Event description:
The patient came in due to signs of infection. Cultures came back negative. The surgeon revised the head and liner for cautionary measures. The surgery was completed successfully.